Manufacturer narrative:
E1:name (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
Event occurred in bahrain. It was reported that the patient faced event on 23-apr-2026, where product not adhering and set fell off while patient played football.